Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thr surgery at (B)(6) hospital (B)(6) 2018 - broke during use. No impact to patient. Snapped in half. No delay to procedure. Unknown jrn: 1 x fixed flexible drill shaft 30mm (product code/lot # unknown) - image uploaded.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the instrument associated with this report was not returned. The provided photograph confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.